Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On 05/21/2026, it was reported that the patient experienced inaccurate cgm values. The day of the event the cgm reading was 194 mg/dl, and the blood glucose reading was 350 mg/dl. No specific symptoms were reported, but the reporter stated that the patient was brought to the hospital. No further information was received regarding what was done at the hospital, and how long the patient stayed there. There was no documentation of further medical evaluation or intervention. At the time of the report the patient´s current condition was unknown. No other details were documented, and no patient information was received to do a follow-up. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.